Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's primary right hip. In reporting a revision which took place in (B)(6) 2019, surgeon reported the patient had been revised in (B)(6) 2019 due to instability. A 36mm metal head and 36f poly liner were revised to an adm/ mdm liner construct with a ceramic head and sleeve.